Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 306 mg/dl. Customer reverted to an alternate method of insulin therapy.